Event description:
The consumer claimed that she has not been satisfied with the device and has developed lactostasis.

Manufacturer narrative:
Lactostatsis occurs when milk stays still in the breast, not from being removed from the breast. The device has been designed according to safety standards and is safe to use when used according to the dfu. Additional information will be provided if it becomes available. Update october 12, 2018: the device is not available for investigation. Lactostatsis occurs when milk stays still in the breast, not from being removed from the breast. It can cause pain and discomfort(from engorgement), but also can grow bacteria and cause mastitis. Further, mastitis is a secondary complication to an expected side effect and is, therefore, not considered to be caused by the breast pump. The device has been designed according to safety standards and is safe to use when used according to the dfu. Corrected july 9, 2019: date received by manufacturer (field g4) was not updated per the previous supplmental. Follow up date received by manufacturer corrected to october 12, 2018.

Manufacturer narrative:
Lactostatsis occurs when milk stays still in the breast, not from being removed from the breast. The device has been designed according to safety standards and is safe to use when used according to the dfu. Additional information will be provided if it becomes available.

Event description:
The consumer claimed that she has not been satisfied with the device and has developed lactostasis.

Manufacturer narrative:
Lactostatsis occurs when milk stays still in the breast, not from being removed from the breast. The device has been designed according to safety standards and is safe to use when used according to the dfu. Additional information will be provided if it becomes available. Update october 12, 2018. The device is not available for investigation. Lactostatsis occurs when milk stays still in the breast, not from being removed from the breast. It can cause pain and discomfort(from engorgement), but also can grow bacteria and cause mastitis. Further, mastitis is a secondary complication to an expected side effect and is, therefore, not considered to be caused by the breast pump. The device has been designed according to safety standards and is safe to use when used according to the dfu.

Event description:
The consumer claimed that she has not been satisfied with the device and has developed lactostasis.